Event description:
It was reported the patient complained her scs ipg is moving around in the pocket and causing discomfort and numbness in her leg. The patient stated the numbness occurs whether stimulation is on or off. The patient stated she wants her scs system explanted. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.